Manufacturer narrative:
The actual device involved was returned and evaluated. The device was damaged and could not be function tested. The material and all measureable dimensions met specifications. The condition of the broken tip indicated flexion and leveraging force while manipulating the device into or within the pt's joint. This event was attributed to misuse of the device.

Event description:
The customer reported a transfixl hook was being used to target drill during an acl reconstruction. The hook broke inside the tunnel where the broken piece was unretrievable. The surgeon left the piece in place and inserted a screw to secure it within the tunnel. Pt info was requested unsuccessfully. No adverse pt consequences were reported as a result of this event. This device is used for treatment.